Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the "steel wire" could not be completely inserted into the lead and reach the tip of the lead. The physician suspected there may have been "foreign goods that got into the lead" during the procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.